Event description:
User was testing a vacuum pump on a code cart when canister imploded. Vacuum was set at 25 in hg. There was no injury to user. There was no fluid in the canister and no patient involvement. Based on product serial number, canister is more than seven years old.